Event description:
On (B)(6) 2024 (B)(6) was informed that the user facility submitted the medwatch form for cracks in surgical light heads. On september 21, dkk confirmed that there was no patient involvement.